Event description:
It was reported that a nurse operated the zoom drive within a pt room and ran the bed into another nurse, causing an injury in which the nurse went down for treatment at the hospital ER. The bed was inspected by field service and the sales rep, and found to be within specifications.